Event description:
It was reported that, during a mid-urethral sling procedure using an advantage fit ultra device, the mesh and sheath were disconnected. The procedure was completed using another of the same device. No patient complications reported.

Manufacturer narrative:
Complete premarket / 510(k) #: k211223, k231549. Device code a0501 captures the reportable event of mesh detached.